Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed, and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection at the ipg pocket following an implant procedure. The patient was hospitalized and provided with IV antibiotics. The patient is doing well and plans to be re-implanted once they are fully recovered. There were no reports of further complications.